Manufacturer narrative:
Although requested, the electronic log files from the device were not provided. Based on the little information known, the cause of the event could not be determined. Should additional information become available, a follow-up MDR will be submitted.

Event description:
A customer reported a rescue attempt where the rescuer stated that after the AED advised and delivered a shock to the patient, it started counting down from 100 and then did not work. They further reported that the ambulance personnel arrived and were able to find a pulse on the patient.